Manufacturer narrative:
The impella device was received from the customer and the evaluation has started but not yet completed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that automated impella controller (aic) alternated high and low purge flow and purge pressure alarms. The aic was replaced, and no patient harm was reported.